Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine enlargement. Concurrent conditions included pelvic distension, dyspareunia and postoperative hematoma. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient was found to have uterine leiomyoma ("developed symptomatic enlarging fibroids") and experienced pelvic fluid collection ("found to have a small fluid collection") and abdominal pain ("developed abdominal pain status post hysterectomy"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/ painful cramping/ cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, pelvic fluid collection and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic fluid collection, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 140 lbs. Right and left side- less then five coils were seen outside of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: status post hysterectomy. Small fluid collection in the cul-de-sac most consistent with a post hematoma or seroma. An abaceass (as written) cannot be entirely excluded.. Hysterosalpingogram - on (B)(6) 2008: the results of your essure confirmation test is total bilateral occlusion; on (B)(6) 2008: the subsequent hysterosalpingogram shows normal filling of the intrauterine cavity. The essure wires are in place within both fallopian tubes and there is no evidence of tubal patency.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- symptomatic uterine fobroids quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine enlargement. Concurrent conditions included pelvic distension, dyspareunia and postoperative hematoma. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient was found to have uterine leiomyoma ("developed symptomatic enlarging fibroids") and experienced pelvic fluid collection ("found to have a small fluid collection") and abdominal pain ("developed abdominal pain status post hysterectomy"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/ painful cramping/ cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine leiomyoma, pelvic fluid collection and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic fluid collection, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 140 lbs. Right and left side- less then five coils were seen outside of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2013: status post hysterectomy. Small fluid collection in the cul-de-sac most consistent with a post hematoma or seroma. An abaceass (as written) cannot be entirely excluded. Hysterosalpingogram - on (B)(6) 2008: the results of your essure confirmation test is total bilateral occlusion; on (B)(6) 2008: the subsequent hysterosalpingogram shows normal filling of the intrauterine cavity. The essure wires are in place within both fallopian tubes and there is no evidence of tubal patency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- symptomatic uterine fobroids . Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr was received : "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping)/ painful cramping/ cramping, developed symptomatic enlarging fibroids, found to have a small fluid collection, abdominal pain", lot number, expiry date of essure, reporter, lab data, medical history added. Events- "dysmenorrhea (cramping)/ painful cramping/ cramping, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" outcome updated to "recovered / resolved". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.